Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation but to an approved service provider. The data file was provided for review as part of the investigation. The customer's report was observed during review of the file provided but unable to be duplicated during testing. The multifunction cable as a precaution. The multi-function cable was scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device reset/reboot itself. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.